Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that their oral-b toothbrush fell apart in their mouth and they are thinking it may be a knockoff even though it said oral-b on the toothbrush handle. No injury was reported.

Manufacturer narrative:
22-mar-2022 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer via e-mail stated that their oral-b toothbrush fell apart in their mouth and they are thinking it may be a knock off even though it said oral-b on the toothbrush handle. No injury was reported. 30-dec-2021 follow up via e-mail: the suspect product was oral-b power power oral care refills dual action eb417. No injury was reported.